Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified common femoral artery. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon rupture at 10atm within 30 seconds. The device was removed without any problem and procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.